Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. While on support, the impella alarmed in aorta. The pump was dropped to p-2. On ultrasound, the pigtail was in the aorta. The doctor made multiple attempts to cross the device. Ultimately, this was unsuccessful. The doctor decided to explant the device.